Event description:
The customer reported unit is shutting down, intermittently. The monitor cart appears to be rebooting itself. The customer completed the case with another c arm.

Manufacturer narrative:
The service rep found that the system powers up and remains powered, unable to duplicate malfunction. Found 5vdc power in mc to be low at 4.18vdc. Adjusted to 5.01vdc, system tests satisfactory at this time.